Manufacturer narrative:
Date of event: 2015. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation and the device was causing problems. The patient underwent an explant procedure. No further information could be obtained.